Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5086737) on 30-may-2019. The most recent information was received on 05-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('stabbing pain in my lower abdomen / painful cramps') in a female patient who had essure (batch no. 827080-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), fatigue ("extremely fatigue and tired for no reason"), headache ("random unexplainable headaches "), menstruation irregular ("irregular periods"), polymenorrhoea ("multiple cycles in same month") and oligomenorrhoea ("late periods"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingoophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, abdominal distension, fatigue, headache, menstruation irregular, polymenorrhoea and oligomenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, fatigue, headache, menstruation irregular and polymenorrhoea with essure. The reporter considered oligomenorrhoea to be related to essure. The reporter commented: plaintiff had months where she felt really bad with symptoms of pregnancy. Discrepancy noted in insertion dates: (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. An injury (serious injury) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is retention case. All relevant information from deletion case: (B)(4) transferred to this case. Lot number, reporter, removal details added. Case became serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.